Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for 120325 with the incident lot was observed.

Event description:
It was reported that bd vacutainer® blood alcohol determinations sodium fluoride potassium oxalate had glass in the tube.